Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting with customer, the rse checked the initializing connection to host pc. The rse determined that the host pc in the m-cabinet was not turned on. To resolve the reported issue, the customer pressed the on button on the host pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.